Manufacturer narrative:
Conclusion: customer to repair the bed.

Event description:
It was reported via repair work order that the base lift power coil was torn/puncture and lifts coupler was damaged. It was also reported that litter gatch section skin was bent with exposed sharp edges and fowler section cpu board was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.